Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the device noted no abnormalities. Both single use loading unit(sulus) were received with a full complement of staples and the interlock was engaged. No damage was noted to both knife blades. The sulus were reset and loaded into the returned device. The device and sulus were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur as a result of the engaged safety lock due to improper loading of the cartridge. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastrectomy procedure, while cutting the stomach, the devices reported did not fire as the black pusher thumb piece could not be moved at all. They used another device to complete the case. No patient injury.